Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought into the emergency room and resuscitation efforts were attempted. The patient passed away. The device impedance was high and had reached elective replacement indicator (eri). It was noted in the report that the implantable pulse generator (ipg) was capturing intermittently. Follow up with the patient's clinic indicated the patient had a heart transplant which developed sinus node dysfunction and severe coronary artery disease. The physician indicated there was a possible change in right ventricular (rv) lead impedance about a month prior to the patient's death.

Manufacturer narrative:
No eval other description: analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.